Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on her back. It was reported that the rash was directly under the electrodes. The patient consulted her physician who prescribed a cream. Follow-up indicated that the rash had improved.